Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 74 mg/dl. The customer stated that he had had high blood glucose levels earlier. He stated that this had been because of the insulin pump, and that issue was resolved by an infusion set change. He declined troubleshooting for the previous high blood glucose event. No significant events leading to the button error alarm were observed, although the customer mentioned that he may have received a button error alarm previously. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened escape button dome switch. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.